Manufacturer narrative:
Additional information: d10, h3, h6, h10. As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found no conductor fractures to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented in clinic for an implant. During the surgery, the right ventricular lead was found with high, out-of-range impedance. The lead was removed and replaced. The patient was stable.